Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb cutting blade on the bisector jammed/ locked in the "in" position after cutting less than five branches. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).